Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was a power on reset and therapy had stopped. The patient had been trying to charge the implant and when she connected again with the recharger an end of service message was seen. The patient was directed to contact their doctor. The indication for use was multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.